Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised evaluation of the data acquisition pcb to motor controller pcb cable and the data acquisition pcb board. The biomedical engineer reported the data acquisition pcb to motor controller pcb cable and the data acquisition pcb board were both replaced and the reported problem resolved. The biomedical engineer reported the device is back in service.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.